Manufacturer narrative:
A ge service representative performed an on site investigation. The spam and the cross arm brake were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was discovered during a pm that the 9600 system had error codes. No patient injury was reported.